Event description:
Healthcare professional reported ¿rupture¿. Later healthcare professional reported "rupture", "asymmetric", "chronic swelling" and capsular contracture baker grade ii. This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported ¿rupture¿. Later healthcare professional reported "rupture", "asymmetric", "chronic swelling" and capsular contracture baker grade ii. This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii, chronic swelling.

Event description:
Healthcare professional reported ¿rupture¿. Healthcare professional later reported "capsular contracture baker grade ii" and "chronic swelling". This record is for an unknown side. Device has been explanted.